Event description:
A falsely elevated troponin I result of 4.15 ng/ml was obtained on a pt sample. The result was reported to the physician. The sequential sampling was tested on the same instrument a result of 0.00 ng/ml. Based on the results of the troponin I, a catheterization was performed on the pt. The result of the catheterization was negative. There was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. The most likely cause for this event is pre-analytical handling issue.